Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Device remains implanted.

Event description:
Patient reports, I am getting my port replaced because the physician is unable to withdraw fluid from the band. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.